Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the unit and was able to reproduce the reported incident and isolate it to the front panel. The front panel was replaced and the user verification test was completed. The unit is running per manufacturer specifications. In the event additional information becomes available a follow-up report will be submitted. (B)(4).

Event description:
The customer stated that the touch screen is not responding to touch. There was no patient involvement at the time of this incident.